Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery alarm. It was reported that the sensor reading was low, 77 mg/dl and blood glucose was 200 plus mg/dl. . Customer reported getting calibration error and change sensor. Customer's blood glucose was 221 mg/dl. Troubleshooting was done. It was found that the needle was bent. The customer was advised that the sensor would be replaced. No further information provided.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test and sensor passed per specification with accurate readings. Also, found cannula bent. We were unable to confirm customer received sensor in said condition due to customer returning it opened/used.